Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed. This event of death, originally reported under manufacturer report number 1423500-2010-03853, involves six baxter products; this is report 6 of 6. Baxter is in the process of investigating this incident. Should additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to (B)(6) rheumatoid factor (rf) results generated by unicel dxc 600 synchron clinical system. The customer indicated the results are between 20 and 30 iu/ml, when they should be < 20 iu/ml. The results were reported out of the laboratory. There was no effect to patient treatment.

Manufacturer narrative:
(B)(4). The sample or lot number was not available, a batch review was not performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. This is the fifth of five complaints associated with this event.

Event description:
Baxter's global pharmacovigilance (gpv) received the following information: in 2005, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2010, the patient developed peritonitis. On (B)(6)2010, the patient died as a result of the peritonitis. Treatment information, prior to death, was not provided. It was not reported whether an autopsy was performed. Dianeal therapy was ongoing at the time of the patient's death. A causal relationship was not reported for the fatal peritonitis and dianeal therapy.